Manufacturer narrative:
The 70cc2 cable was returned for evaluation. The reported issue was not confirmed by the evaluation but another issue was found. The fault message "check thermistor connection" occurred due to the cable being broken, however, it is not related to the customer's complaint. The cable will be scrapped. The device history record was reviewed; no related non-conformances were found. No escalation is required. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Cardiac output readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. This report is related to manufacturer report #2015691-2020-11474.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that, while using this 70cc2 cable, the cco values were under and over from what the doctor expected. The details regarding error messages, the expected values and the displayed values are unknown. There was no patient injury reported. The exact incident date is unknown; defaulting to aware date.